Manufacturer narrative:
A service report was provided. The correct received by MFR date is march 27, 2017. Investigation including root cause analysis is in progress. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure, the footswitch function was interrupted. The event occurred during the sculpting phase. A protective dressing was applied to the patient's eye and the patient was transferred to another facility to complete the procedure. Additional information has been requested and received.

Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch interface printed circuit board (pcb), footswitch cable, and footswitch were all replaced to resolve this issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 7, 2012. Based on qa assessment, the product met specifications at the time of release. As all three parts were replaced simultaneously, the root cause remains inconclusive. (B)(4).